Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient reports with pain, effusion, drainage, and an inadvertent arthrotomy of the left knee status post it band release and tibial insert revision. Physician confirms a recurrent superficial wound dehiscence of the surgical site with drainage on the lateral aspect due to thinned skin secondary to the it band debulking. The joint capsule arthrotomy is bulging but is intact. The fluid accumulation after physical therapy is causing the surgical site to break open to drain. Patient is put on restrictive movement, given a compressive bandage, steri strips, and prophylactic oral antibiotics. On (B)(6) 2022 the wound dehiscence is healed with a slight bulge. The site is clean and dry with no sign of infection, erythema, or swelling. This report involves one (1) 3.5mm cortex screw 26mm. This is report 1 of 2 for (B)(4). This product complaint, (B)(4), is related to (B)(4) and (B)(4). (B)(4) captures the surgical it band release and (B)(4) captures the revision of tibial insert.